Manufacturer narrative:
Unit passed the functional test, including the self test, restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. Unit was monitored for 24 hours, no blank display, low battery or failed battery alarms noted. All operating currents are within specification. No unexpected low battery or off no power alarms noted. No isolation tape damage noted on lcd board. Unit received with cracked reservoir tube lip, minor scratched display window, cracked belt clip slot, cracked battery tube threads, cracked reservoir tube and cracked case at reservoir tube window corner.

Event description:
The customer reported via phone call that the insulin pump turns off and on by itself. The customer's blood glucose reading was 30 mg/dl at the time of incident. Troubleshooting found that the pump is cracked at the battery compartment and has also alarmed failed battery. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.